Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump exceeded the upper hard limit during therapy during therapy (norepinephrine, programmed amount and delivery rate unknown). It was stated that the norepinephrine concentration programmed into the pump was selected in error, the user bypassed the upper hard limit and proceeded with the infusion. It was also reported there was no patient injury.